Event description:
Fem pop procedure was performed in 2004. Re-operation occurred on the following day. Excessive swelling occurred in the leg after the procedure. Surgeon decided to return the patient to the o.r. Patient's leg was re-opened and the surgeon found 3 sutures (ties that the surgeon used to ligate the vessel) had slipped off the vessel. The knots on each tie were still in-tact. Surgeon re-sutured with a different type suture and the patient is fine.